Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
As reported: "surgery and implantation of nail on (B)(6) 2022 in hospital ostalb klinik. According to patient nail broken in less than 6 months." Update on (B)(6) 2023: following letter from the patient, we can see on the provided x-rays that one locking screw is broken.

Manufacturer narrative:
Please note the corrections to h6 method and h6 results codes. The broken locking screw in the course of a nail breakage could be confirmed, since details available confirmed a broken locking screw. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "surgery and implantation of nail on (B)(6) 2022 in hospital (B)(6). According to patient nail broken in less than 6 months." Update on 27 june 2023: following letter from the patient, we can see on the provided x-rays that one locking screw is broken.